Event description:
Reporter stated that back-to-back blood glucose tests were performed, using the suspect device, with results of 122 mg/dl, 98 mg/dl and 180 mg/dl. Approx 6 hours later, pt's blood glucose was retested, back-to-back, with results of 377 mg/dl and 122 mg/dl. Reporter stated that no treatment was administered to pt based on these results. No pt injury was reported. Reporter stated that a level-one quality control test was performed on the suspect device and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.